Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that he attempted to purge air bubbles from 3 reservoirs without the vial attached to them. The customer stated that the transfer guard was still attached. Advised on the proper way to purge air bubbles. Reservoir will be replaced. Nothing further reported.